Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.

Event description:
It was reported that a pump had upstream occlusion errors. The error was found during routine maintenance and that there was no patient incident.